Event description:
Report received of a spontaneous disconnection of an abbott extension set from the insyte peripheral arterial catheter. The extension set was connected to a peripheral arterial line when it disconnected. The nurses noticed the disconnection after an alarm sounded, however the pt reportedly still had an unquantified but "significant" blood loss. It was reported that a single blood transfusion was given. At the time of the incident the pt was receiving 25% oxygen via CPAP; it was increased to 40% after the incident, and aproximately 8 hours after the incident the pt was intubated and mechanically ventilated. The reporter stated reporter believes the event may have contributed to the need for mechanical ventilatory support. The reporter indicated that to reporter's knowledge, the pt has improved and has been transferred to the intermediate care area. Although requested, no additional information was provided.